Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Expiration date and UDI not available, lot number unknown. PMA/510(k) number not available. Device manufacture date not available, lot number unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that implant disengaged from the driver tip and fell down on no sterilized zone. .procedure was completed using another implant, the driver tip works fine.